Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics (augmentin). Initially that hcp decided to remove the sensor, but the patient consulted his diabetologist who observed that the insertion site had improved after taking antibiotics. The physician decided to wait until the antibiotics treatment is over. The patient is currently not experiencing any deterioration at insertion site. This incident does not require any further investigation.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the patient developed infection and pus at insertion site. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who prescribed antibiotics and decided to remove the sensor.